Manufacturer narrative:
Eval summary: the analysis results found that two tr45w cartridges were received partially fired and with the lockout damaged. The returned cartridges did have a bent lockout, which indicates that the instrument's firing cycle was interrupted, released, and then restarted. When this occurs, the lockout tab on the cartridge becomes damaged. No functional test was performed. In addition, the instructions for use state, "the firing stroke must be completed. Do not partially fire the instrument. Fire the instrument by squeezing the firing trigger completely until it rests on the closing trigger. Note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the instrument will lockout. Firing through the lockout mechansim will break the instrument." No functional test was performed.

Event description:
It was reported that during a gastrectomy procedure, the device cut, but the staples did not form correctly. Procedure was prolonged by 230 minutes. No reported pt consequence.